Event description:
Correction: it was reported that the implantable cardioverter defibrillator (ICD) was also functional under-sensing.

Manufacturer narrative:
Corrected data: b5 and h6 updated to add the code of under-sensing.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) was post-sensed t-wave over-sensing (pstwos). The patient was asymptomatic. The ICD was reprogrammed, and the patient left in stable condition.